Manufacturer narrative:
H6: annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they think their device quit working, they were not sure if it was the programmer or implant not working, it had not been on and they could not turn it on. Patient used their programmer and reported seeing the poor communication screen. Patient did not have the antenna and used it without the antenna. The issue started in probably (B)(6) 2025. Asked if patient felt any stimulation. The patient said they felt it before when they turned it on. Patient said they have been running it at like 6-7 for the last couple of years. Patient reported they legs were not hurting but they were giving out. The legs were like jello. Reviewed the meaning of the screen and redirected to their healthcare provider to check the device. Patient asked if they had smaller implant batteries. They put the ins in the front. Patient said they were so skinny and the wires came through their ribs in their mid back. They got a lot of wires and they were sca red to take them out. Patient also reported something had been messing with them the whole time, they couldn't wear jeans since 2012, the corner sticked out because it was down there by their left hip. Redirected to their doctor.